Event description:
It was reported that during implant, the left ventricular (lv) lead dislodged while slitting. The lv lead was removed and a different model lv lead was attempted, but could not be positioned well in the target vessel. The second lv lead was removed, and the initial lv lead attempted was successfully implanted in a different vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).